Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with pre-syncopal episodes. Telemetry confirmed that during these symptoms, the patient lost pacing and their intrinsic rate of 30 was seen on the monitor. It was also reported that the right atrial (ra) lead had high impedance due to a possible fracture and oversensing of noise. The noise was reproduced with pocket manipulation. The ra lead was capped and the system was moved to the patient's right side. No further patient complications have been reported as a result of this event.